Event description:
A distributor contacted heartsine to report that a customer's pad-pak had a bent pin. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The pad-pak was not returned to heartsine for evaluation. The customer has been instructed to dispose of the affected unit following local waste disposal regulations. The customer was sent a replacement pad-pak. A CAPA investigation determined multiple potential causes of the fault, both internal and external to stryker manufacturing processes, the primary root cause was determined to be pressure applied onto the locator pins during handling/packaging.

Event description:
A distributor contacted heartsine to report that a customer's pad-pak had a bent pin. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.